Event description:
The pt was on the ultra by dynatronics table and the therapist used the footplate to raise the table. After the release of the foot plate, the table continued to raise on it's own. The therapist had to unplug the table in order to get it to stop. The pt was unharmed during this incident. The use of the table was discontinued and service was called to look at the table.